Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate the device is greater than ten years old. The last repair was on (B)(6) 2010, for a non related issue. A visual inspection found the device had minor scratches on the leading edges of the head and control bar. In addition, the device was found to be out of calibration on the zero graft ability. The exact cause of the reported issue was unable to be determined. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome was cutting too deep. Additional clinical follow up with the hospital on (B)(6) 2011, indicated that the event involved an elderly patient with poor skin turgor. The initial depth setting was at 14 which was later felt to be too thick. The device harvested a full thickness skin graft with fat. The fat layer was surgically repaired with suture. There was no additional graft harvest required.